Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out with the device when it was removed. Hemostasis was not achieved with the device. The device was being used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. A non-sterile mynx control vcd 6f/7f (ce mark) was returned for investigation. Per visual analysis, the unit was thoroughly inspected, revealing that button 1 was fully depressed and button 2 was not depressed. The procedural sheath was not returned for analysis. The syringe was not connected to the device, and the stopcock was set in the open position. The sealant was not returned with the device, and no damages or anomalies were observed to the device. No other outstanding details were noted. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Since the unit was returned with button 1 fully depressed and the sealant deployed, button 2 was depressed to withdraw the balloon into the tamp tube. No anomalies were observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, user error possibly resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxcontrol vascular closure device (vcd) came out with the device when it was removed. Hemostasis was not achieved with the device. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation.